Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when the package was opened, the thread was already broken inside. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, only a picture. The picture received shows a sample with the thread broken in pieces. However, without the defective sample, it has not been possible to determine the root cause of this defect. Most likely, there is a micropore, crack, break or perforation in the aluminium foil that has caused the thread to degrade by hydrolysis over this time (more than two years since this batch was manufactured). Batch manufacturing records and also raw material and production records have been reviewed and no incidences have been reported that could cause this issue. Remarks: we have informed the personnel involved of this incidence. Final conclusion: taking into account that the picture received shows a unit that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.